Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage (hv) cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The gib and ffb software was reloaded and a filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited errors and could not be rebooted. There is no report of a patient injury or death associated with this event.